Event description:
Case description: this case was linked with case (B)(4), referring to the same reporter. This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse (+), on 15-sep-2025. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot search in the global safety database was conducted. The patient was injected with 2 radiesse (+), as reported. On (B)(6) 2025, two days after the radiesse (+) injection, the patient experienced a vascular occlusion in the lateral midface. It was also ambiguously reported as a vascular compression in the lateral midface. The outcome of the event was unknown. Follow-up information was received on 03-nov-2025: the reported event vascular occlusion/vascular compression was changed to vascular compression and was recoded from vascular occlusion to vascular compression. The event skin wound was added. Patient initials, age, gender and weight (58 kg) were provided. She was 57 years old at the time of the event. The patient was injected with 2 syringes of radiesse (+) into the mid face, the gonial angle, into the submalar and preauricular area (off label use of device). Dilution was reported as 1:1 (product preparation issue, off label use of device). She was injected supraperiosteally into the mid face and gonial angle and with a cannula into the submalar and preauricular area. She previously had deoxycholic acid body in 2021 and revanesse versa (reported as versa) in 2022, 2023 and 2024. She was previously injected with xeomin®, since 2021 and with radiesse in (B)(6) 2025. Her medical history included type 1 diabetes mellitus (reported as dm). Concomitant medication included insulin, metformin and norethindrone. On (B)(6) 2025, two days after the radiesse (+) injection, the patient experienced a vascular compression in the lateral midface. The patient called the office because of left jaw pain, which was relieved with an advil. The patient sent a picture which was unremarkable except bruising in the left upper mid face. The next photo revealed mottling. The patient was seen in the office with edema, tenderness, and pain. The protocol was started and after 4 hours of treatment, without resolution. Initial treatment protocol included warm compress, aspirin (reported as asa), nitropaste (reported as ntp), injection of hylenex/lidocaine, steroids, antibiotics, cialis for 3 days (reported as x 3d) and hyperbaric chamber 5 times a week for 2 weeks. The physician took her to a plastic surgeon to assist with treatment. The patient had a 1.5 x 1.5 cm wound on the lateral mid face which scabbed up and took 6 weeks to resolve. At the time of the report, she had hyperemia, which was resolving. No relevant laboratory test was performed. Laser treatment was planned in the future to resolve the wound. The outcome of the event vascular compression was reported as resolving (changed from unknown), the outcome for the event wound was reported as resolving. In the opinion of the reporter, the events were not permanent, the patient was not hospitalized, but treatment was necessary to accelerate recovery and to prevent permanent damage. In the opinion of the reporter, the events were probably (reported as likely) related to radiesse (+) but the entire presentation was atypical. Therefore, the causality was changed from reasonable possibility to probably. The reporter was worried about the behavior of radiesse (+).

Manufacturer narrative:
The batch record review for radiesse (+), lot a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Information in this case was sparse, pending further treatment and event details, as well as diagnosis or confirmation of the reported event, as it was reported ambiguously as both a vascular occlusion and vascular compression. Nevertheless, the reported event can occur after the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 03-nov-2025: the reported event vascular occlusion/vascular compression was changed to vascular compression and was recoded from vascular occlusion to vascular compression. The event skin wound was added. Off label use of device and product preparation issue were added. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was probably related to radiesse (+). This case was assessed by merz north america as serious. The event of vascular compression was assessed as equivalently expected as vascular compromise, and the event skin wound is considered to be expected as a known potential complication of vascular compromise based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported pain, edema, tenderness, hyperemia, and mottling are considered to be symptoms of vascular compression and therefore were not coded. The reported scabbing was considered to be consequence of the event skin wound and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the submalar and periauricular area is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the mid face, the gonial angle, into the submalar and preauricular area is not approved based on currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the events of vascular compression and skin wound were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and similar events were noted. This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Information in this case was sparse, pending further treatment and event details, as well as diagnosis or confirmation of the reported event, as it was reported ambiguously as both a vascular occlusion and vascular compression. Nevertheless, the reported event can occur after the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked with case (B)(4), referring to the same reporter. This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse (+), on (B)(6) 2025. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310 (expiry date: 13-dec-2026). A lot search in the global safety database was conducted. The patient was injected with 2 radiesse (+), as reported. On (B)(6) 2025, two days after the radiesse (+) injection, the patient experienced a vascular occlusion in the lateral midface. It was also ambiguously reported as a vascular compression in the lateral midface. The outcome of the event was unknown.